Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal relationship exists between pd therapy with the liberty cycler cassette and the patient¿s peritonitis event. At the time of this clinical investigation, there have been no reported allegations of a liberty cycler cassette malfunction that may have caused or contributed to the patient¿s peritonitis infection and there is no objective evidence to support a causal relationship. There is strong probability the patient¿s peritonitis is related to a breach in aseptic technique during therapy, as reported by the patient¿s pd nurse.

Event description:
A peritoneal dialysis (pd) patient¿s contact called regarding a patient line is blocked alarm while in fill 5 of 5. Upon follow up the pd patient¿s nurse revealed the patient was seen by a surgeon on (B)(6) 2018 and it was noted the patient had fibrin. The patient had a pd effluent culture performed which later confirmed growth of gram positive cocci resembling diphtheroids and the patient was diagnosed with bacterial peritonitis on (B)(6) 2018. The patient was treated on an out-patient basis with the antibiotic daptomycin (unknown dose, route, frequency and duration) and continues with pd therapy. The pd nurse reported the patient¿s peritonitis infection was due to a breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.